Event description:
Experienced red cell pump alarms 3x during intra-extracorporeal photopheresis (ecp) that required 3x-repurging of photopheresis kit, whilst patient undergoing treatment procedure; carried out therakos manufacturer trouble shoot guidelines at this time and even called them up for further recommendations due to failure to maintain optic bowl sensor threshold level (150) with correct interface, as required by manufacturer. Transfusion med. Physician notified, hence, received an order (readback x 1) to proceed to early buffy coat stage as whole blood processed reached 883 mls (treated short vs. 1500 mls whole blood processed goal). No patient complication after photoactivation and reinfusion of buffy coat. Stable v/s, dc'd.